Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not reproduce the error, a device was interrogated with no fault found. However, an error message was found in the error log. (B)(4): the radiofrequency (rf) head was analyzed and no anomalies were found.

Event description:
It was reported that an error occurred during telemetry for an implantable device. No patient complications were reported as a result of this event.